Event description:
End user reports some of the packaging wasn¿t sealed correctly so when the water sachet was popped it would leak. No photo was available. There was no harm. No additional information was provided. This emdr covers the unknown qty from this lot #.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation: review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No similar complaint was received to this lot and malfunction code. The batch record review indicates no discrepancies. This issue will be monitored through the post market product monitoring review process, (B)(4). FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.